Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection cannot be determined in the absence of a reported source of transmission or laboratory results; however, it was confirmed this patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Though effluent fluid cultures were not reported, a reduction in the disease process, as the patient was able to be discharged home, provided evidence of a resolving peritoneal infection. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2025, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service that his pd catheter (not a fresenius product) was not draining correctly, and he was diagnosed with an infection. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2025 following cloudy peritoneal effluent fluid noted by the patient. Laboratory results from specimens obtained and tested for diagnosis by the hospital were not reported; however, it was stated that there was ¿no bacteria¿ related to the infection. The patient was diagnosed with peritonitis due to an unknown etiology. The patient was prescribed intravenous (IV) vancomycin and IV cefepime (dosages and frequencies not reported) to address the infection while hospitalized. The patient was unable to undergo pd, so a central vascular catheter was placed, and the patient was transitioned to hemodialysis (hd) for renal replacement therapy (unknown brand and model of device) for the duration of the admission. The patient underwent a catheter revision during this hospitalization and was able to retain his catheter. The patient was discharged home on (B)(6) 2025. It was confirmed that the patient¿s peritonitis, and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues to receive antibiotic and in-center hd therapy post-discharge with plans to return to ccpd two weeks from follow-up.

Event description:
On 6/aug/2025, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service that his pd catheter (not a fresenius product) was not draining correctly, and he was diagnosed with an infection. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2025 following cloudy peritoneal effluent fluid noted by the patient. Laboratory results from specimens obtained and tested for diagnosis by the hospital were not reported; however, it was stated that there was ¿no bacteria¿ related to the infection. The patient was diagnosed with peritonitis due to an unknown etiology. The patient was prescribed intravenous (IV) vancomycin and IV cefepime (dosages and frequencies not reported) to address the infection while hospitalized. The patient was unable to undergo pd, so a central vascular catheter was placed, and the patient was transitioned to hemodialysis (hd) for renal replacement therapy (unknown brand and model of device) for the duration of the admission. The patient underwent a catheter revision during this hospitalization and was able to retain his catheter. The patient was discharged home on (B)(6) 2025. It was confirmed that the patient¿s peritonitis, and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues to receive antibiotic and in-center hd therapy post-discharge with plans to return to ccpd two weeks from follow-up.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane a (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.